Event description:
Notified by sterile processing that a portion of the laparoscopic scissor tip was missing when they received it in their dept. Had been used for laparoscopic appendectomy performed on ambulatory surgical pt. Pt had not yet been dismissed. Surgeon notified immediately and x-ray obtained identifying object remained intra-abdominally. Pt was informed by the surgeon. Discussion regarding whether to try and retrieve. Tip is small and would be extremely difficult to retrieve, abdomen distended from surgery. Pt agrees to not return to surgery.